Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. A device history record (DHR) review of revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event.

Event description:
As reported, during a carotid artery stenting, the micron pores of the angioguard (rx/7 mm basket diameter/180 cm) tore from the nitinol casing. There was no reported patient injury. The product was stored, handled, inspected and prepped according to the IFU. There were no visible signs of device/package damage prior to use. Excess force was not used during insertion. There was no difficulty tracking through the vasculature. Slight separation occurred. The device was removed intact. The access site was the femoral artery. The patient had a normal disease-free artery at the access site. The target lesion was the internal carotid artery. The vessel at the target lesion was 70% stenosis, with minimal calcification and minimal tortuosity. The device was not being used for treatment of a chronic total occlusion. The product was clinically used and it will be returned for analysis.

Manufacturer narrative:
Complaint conclusion: as reported, during a carotid artery stenting procedure, the micron pores of the angioguard (rx/7mm basket diameter/180cm) tore from the nitinol casing. There was no reported patient injury. The product was stored, handled, inspected and prepped according to the IFU. There were no visible signs of device/package damage prior to use. Excess force was not used during insertion. There was no difficulty tracking through the vasculature. Slight separation occurred. The device was removed intact. The access site was the femoral artery. The patient had a normal disease-free artery at the access site. The target lesion was the internal carotid artery. The vessel at the target lesion was 70% stenosis, with minimal calcification and minimal tortuosity. The device was not being used for treatment of a chronic total occlusion. The product was clinically used and it will be returned for analysis. One non-sterile rx/7mm basket diameter/180cm was received for analysis along with its capture sheath. The deployment sheath, filter basket introducer, coil dispenser, peel-away guide wire introducer and torque device were not received for analysis. Per visual analysis, the filter basket was found frayed/split/torn. No other issues were found. The filter basket was inspected under vision system and exhibited material deformation and elongations at the material separated edges. Elongation is a common characteristic of pieces which were stretched / pulled until separation. A device history record (DHR) review of lot 35231556 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported failure by the customer ¿filter basket- frayed/split/torn¿ was confirmed since the filter basket was found frayed/split/torn. However, the cause of the frayed/split/torn observed on the filter basket could not be conclusively determined during the analysis. Handling process may have been contributed to the frayed/split/torn condition found. Nonetheless, the exact cause of the filter received could not be conclusively determined during the analysis. It is unknown what factors may have contributed to this issue. Handling or procedural factors may have contributed to the event. Vessel characteristics, tortuosity and level of calcification may have also contributed to the event. The function of an embolic protection device is to capture debris during the carotid procedure and prevent it from embolizing downstream into the patient¿s vasculature. The product¿s information for safety warns ¿the deployment and capture sheaths are delicate instruments and should be handled carefully. Prior to use, and when possible during the procedure, inspect the deployment sheath, capture sheath, and capture sheath rx port region (approximately 30 cm from the distal tip) for bends, kinks, or other damage.¿ the analysis results do not suggest that the failure experienced by the customer could be related to the manufacturing process. Neither the DHR review nor the product analysis suggests that the malfunction experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken.